Event description:
Revision surgery - poly swap/unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00468; 342-14-707, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.